Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/09/2024, it was reported the estimated glucose value (egv) was 49 mgdl and the bg was not checked. It was not documented whether the patient experienced symptoms. The patient uses an unspecified insulin pump. The patient self treated the urgent low (ul) egv with carbohydrates. An unspecified time later, the egv was high and the patient compared it with the bg meter which showed 499 mgdl. At this time, the patient experienced symptoms such as headache, blurred vision, vomiting, low energy, and feeling nervous. It was not documented whether attempts were made to self-manage the symptomatic hyperglycemia. The patient called the doctor who advised evaluation and the patient's friend transported her to the clinic. It is documented that the patient wasn't certain if it was the sensor's fault for this incident because she also did not compare with bg meter before taking the sugary food and juice. When she was at the doctor's clinic, the doctor diagnosed diabetic ketoacidosis (dka). The patient's friend then transported the patient to the emergency department (ed). The patient was treated for electrolyte imbalance and injected with an unspecified medication. She reportedly received intensive therapy and stayed in the hospital until (B)(6) 2024. At the time of the report, the patient was doing okay. There was no documentation of further medical evaluation or intervention for symptomatic dka. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Data was evaluated and the allegation was confirmed for inaccuracies found on (B)(6) 2024. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid for the event date of (B)(6) 2024.

Manufacturer narrative:
(B)(4).